Manufacturer narrative:
Supplemental report to reference related manufacturer report no: (B)(6).

Event description:
As reported, by our affiliates in united kingdom, through review of medical article " novel adaptations in percutaneous right transaxillary access for transcatheter aortic valve implantation using the sapien ultra valve ", corresponding author mohammad waleed, the following event was identified as pertaining to an edwards device: it was a case of a 82-year-old male who underwent an implantation of a 26mm sapien 3 ultra valve in aortic position by transaxillary approach due to severe aortic stenosis. During the procedure, an aortogram showed moderate aortic regurgitation, therefore the valve was post-dilated with a further 2 milliliters of contrast. However, the leak persisted and it was implanted an 8 mm avp 4 device using an al1 catheter in the left coronary sinus to lie parallel to the frame of the edwards valve. This device placement reduced the leak significantly with simultaneous tavi and para-valvular leak (pvl) closure. The vascular closure was secured with a proglide followed by a planned 8-fr angio-seal vascular closure device. There were no procedural complications, and the patient went home the next day.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The date of the implant and date of event is unknown. The dates of the events are unknown; however, the article was submitted for publication on 2023 may 30. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided in the article. However, it could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Article citation: waleed m, arunothayaraj s, mcgrath s, michail m, cockburn j, hildick-smith d. Novel adaptations in percutaneous right transaxillary access for transcatheter aortic valve implantation using the sapien ultra valve. J invasive cardiol. 2023 jul;35(7):e355-e364. Pmid: 37769621. Article reporting, no indication of explant or device return.